Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The reported patient effect of death, is listed in the IFU, as a known adverse event associated with coronary stenting procedures. Based on the information reviewed, there is no indication of a product deficiency. The asahi fielder guide wire is being filed under a separate medwatch report.

Event description:
It was reported that during a heavily tortuous right coronary artery (rca) stenting procedure, after lesion pre-dilatation with a non-abbott balloon dilatation catheter, a 3.5x18mm promus stent failed to cross the lesion. The lesion was again dilated with a 3.5x12mm trek balloon dilatation catheter, but the 3.5x18mm promus stent still failed to cross the lesion. A guideliner was introduced and a 3.5x15mm promus stent was successfully implanted in the distal rca. Next, after pre-dilatation of the proximal rca, the 3.5x18mm promus stent was re-inserted and advanced over a fielder guide wire and successfully implanted. The stent was post-dilated with a non-abbott balloon dilatation catheter and the balloon dilatation catheter was removed without issue. Upon removal of the fielder guide wire, the distal tip of the wire caught on the mid portion of the proximal 3.5x18mm promus stent. The wire was pulled, deforming that portion of the stent and detaching a small portion of the tip from the rest of the wire. Attempts were made to remove the distal tip of the wire, but were unsuccessful because they were unable to get a wire into the vessel. The distal tip of the wire remains in the patient, trapped by the stent. The patient was monitored in the hospital overnight, but there was no adverse sequela. Additionally, there was not a clinically significant delay in procedure reported. Subsequent to the initial report, additional information was received reporting that the patient died on (B)(6) 2012. Cause of death is unknown. An autopsy was performed, and although requested, results of the autopsy were not provided. There was no additional information provided.